Manufacturer narrative:
The explanted devices were not returned to bsn as it was discarded by the medical facility. Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#:(B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient was unsteady on her feet post trial procedure. It was noted that the patient fell and was admitted in the hospital wherein the leads were removed. The patient was diagnosed with renal failure which the physician believed was not procedure related. No device malfunction was suspected.